Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6) medical ctr. (B)(6). Phone: (B)(6). Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gi during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was reported that the clip would not fully open and deploy. The clip had to remove the scope and break the clip off to close it. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.